Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found that the haptic was broken, bent, deformed, and stretched out. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+2.0/083 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.